Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the device had been goofy for the last couple of weeks. Patient stated that when she charged her implant, it would not hold as long of a charge and stated that the implant would usually last a week and a half but now it would last two days and the implant would then deplete and turn off. Patient stated she had not made any adjustments to her settings and stated that she had not had any falls or traumas. Patient added that she had an appointment with her medical facility and would have them check the device. No further complications were reported/anticipated.